Manufacturer narrative:
A ge representative evaluated the system and performed a filament calibration. The system operates as intended. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported the system displayed a filament regulator error. No pt injury was reported.